Event description:
Information was received indicating that the infusion dose on the smiths medical cadd ms3 pump had to be increased as the patient reported decreased pulse rate. Subsequently, the patient switched to backup pump to proceed with infusion. The reporter indicated that the product issue caused or contributed to patient or clinical injury but did not specify what the patient or clinical injury was. No further adverse effects were reported.

Manufacturer narrative:
Additional information was received indicating the "patient reports that his md had him reduce his dose to 15.5 nkm (0.030 ml/hr, remodulin 2.5 mg/ml) due to some heart rate fluctuations he was experiencing. Patient was told he would be holding this dose for about a month."